Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received explaining the listed tracheostomy tube was in use for 4 days when the internal spring was observed exposed, and a protrusion was observed in the inner tracheostomy tube wall. No patient injury was endured from event.

Manufacturer narrative:
One used sample was returned for evaluation. Visual inspection observed a piece of the inside of the connector had been scrapped out and was hanging loose. Additional scrap marks were found on the inside of the connector. A review of the device history report did not reveal any discrepancies or anomalies. All units are 100% visually checked for defects and splits/tears prior to packaging. There was no evidence found to suggest the event was caused from an intrinsic defect in the product. A definitive root cause for the scrapped connector could not be determined; however the nature of the damage indicated that the inside of the tube may have come into contact with a sharp object.